Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product has not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found the carton packaging with the dotted seal broken. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.9 healix adv sp peek ce would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the transport and/or storage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number (287l844), and no non-conformance was identified.

Event description:
It was reported that the external plastic of the 4.9 healix adv sp peek ce device was intact; however, the dotted section of the box was entirely broken. Additionally, both quality inspection seals were broken. It was reported that the device was not used. It was reported that the device was received as a replacement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.